Event description:
It was reported that on the day of the implant procedure, the right atrial lead had a confirmed fracture. The lead had low pacing impedance and was unable to sense p waves in both the bipolar and unipolar pacing configurations. Once explanted, visible insulation damage was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breach due a cut of the outer insulation. The proximal and distal conductors were distorted due to flattening and there was blood on ¿ but not obstructing ¿ the proximal conductor. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.